Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va09fth, implanted: 2013-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the caller was the patient¿s daughter. Caller wanted to learn if placing the antenna over the implant was necessary if she wanted to turn the ins (stimulator) off. It was reviewed yes, it was. Caller said she couldn¿t do that at the moment, she was waiting for someone to come and help her turn the patient, who was currently in the hospital. The caller was asked if the reason the patient was in the hospital was related to the patient¿s medtronic device therapy and caller said: "probably is. She had a urinary tract infection and may be related. She should not get this if it were working correctly. Her doctor told me to turn it off. " the caller was asked when the uti (urinary tract infection) started and caller said "she was admitted to the ER(emergency room) on monday. She was not voiding". Patient injury was reported. Caller said the patient "had some changes lately maybe part of the reason why it's not working she fell and hit head maybe nerves were not getting message correctly". Caller said the patient fell 3 weeks ago. Caller said we want to get this turned off so she can go to the bathroom, because until she does that they're not gonna let her out of the hospital".